Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the customer's most recent charge via pump history was unable to confirm the reported issue. In addition, the customer reported an issue with the fill estimate. The customer¿s blood glucose level was 120 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.